Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block (lbbb). The patient was treated with use of a temporary pacemaker. No adverse patient effects were reported. Subsequently, it was reported that five days post-implant, complete heart block was observed. A dual-chamber permanent pacemaker was implanted to treat and resolve the condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.